Event description:
The customer reported no audio from the mx40 as seen from a ¿speaker malfunction¿ error message. There was no report of a patient injury or harm.

Manufacturer narrative:
Corrected results and conclusion codes base on evalaution. The device was returned to the repair bench. Upon testing of the device it was found that the speaker functioned as intended. The initial report of no audio was entered in error. Clarification was provided by the bench technician that the audio for the device associated with this record was tested and functioned as intended.

Event description:
At bench repair the technician initially stated there was a speaker malfunction. However, there was an error in the report. The technician provided clarification that the audio functioned as intended.